Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was trying to insert a sensor and noticed that the electrode was missing. It was also mentioned that the customer has issues with the sensor adhesive not sticking. Blood glucose value is unknown. The sensor would be replaced and returned for analysis.